Event description:
Customer called to report tubing separated from the set by the spike. Separation occurred when attempting to change solution bag. No pt injury or medical intervention has been reported at this time. No additional pt info is available at this time.